Event description:
Reporter indicated a vns therapy patient presented with high impedance on a system diagnostic test. The patient is autistic and would not lie still during diagnostics or programming. Good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
On (B)(6) 2016 it was reported that the patient was going to have a full revision to get a m106 due to a lead break. It was seen that x-rays dated (B)(6) 2009 stated "there is a break in one of the leads, attached to the c5 vertebrae." The patient's lead was never previously replaced because "mom didn't think it was working anyways," but now they are planning on upgrading to a m106. Clinic notes state the lead is broken. The current neurologist states that they cannot determine if the patient had efficacy with vns because the patient was seeing a different doctor who moved away prior to having the vns turned off due to high lead impedance.

Event description:
Implanted card was received on 10/17/2016 indicating that the generator and lead were explanted and replaced on (B)(6) 2016. The generator and lead were received for analysis on 10/25/2016. Product analysis for the generator was completed and approved on 11/03/2016. The device performed according to functional specifications. Analysis of the generator in the pa lab concluded that no abnormal performance or any other type of adverse condition was found. Product analysis for the lead is underway but has not been completed to date.

Event description:
Product analysis for the lead was completed and approved on 11/11/2016. The electrodes were not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. During the visual analysis a portion of the coil appeared to be broken. Scanning electron microscopy was performed on the coil break and identified the area on one of the broken coil strands as having evidence of a stress induced fracture (fatigue appearance) with mechanical damage, pitting and evidence of a stress induced fracture (rotational forces) which most likely completed the fracture. The area on two of the remaining broken coil strands was identified as being mechanically damaged, which prevented identification of the coil fracture type with pitting on one of the broken coil strands. Determination could not conclusively be made on the fracture mechanism of the remaining broken coil strand. Pitting was observed on the coil surface. Another area identified the area on three of the broken coil strands as having evidence of a stress induced fracture (fatigue appearance) with mechanical damage, no pitting and evidence of a stress induced fracture (rotational forces) which most likely completed the fracture on one of the broken coil strands. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity which may include: material fracture, rough or pitted surface, thinned material thickness, electro-etching or material dissolution. The abraded open / cut areas found on the outer and inner silicone tubes and the abraded opening observed on the outer silicone tubing, most likely provided the leakage path for the dried remnants of what appeared to have once been body fluids found inside the outer and inner silicone tubing.